Event description:
Event description cpi received information that this bipolar lead had dislodged. An invasive procedure was performed to explant and replace this lead. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.